Event description:
It was reported by service report that the bed was missing its head left side rail and the outer panel of the head right side rail. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail and siderail panel. User facility used product components (listed above) to repair other facility owned product.